Event description:
On (B)(6)1999, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed that the device had 19 degrees anterior tilted with tip on anterior wall. The tip of filter was in good position at confluence of left and right renal veins. No further patient complications were reported.

Event description:
On (B)(6) 1999, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed that the device had 19 degrees anterior tilted with tip on anterior wall. The tip of filter was in good position at confluence of left and right renal veins. No further patient complications were reported.